Event description:
It was reported that the customer's insulin pump alarmed an error during the manual prime process. Advised the customer to revert to back up plan. The customer's blood glucose reading was 11mmol/l. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose motor drive support disk.